Event description:
The external pulse generator (epg) was returned to the manufacturer for calibration and repair of a broken battery door after being dropped. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the battery drawer was broken, also the upper and lower cases and one bail cover were broken, one case screw was missing and the battery contacts were compressed.

Event description:
It was reported the battery drawer is broken. It was further noted that the epg (external pulse generator) may have been dropped. The epg will be returned for checkout and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.